Manufacturer narrative:
(B)(4). This lot was manufactured from march 25, 2015 ¿ march 27, 2015. The device was received for evaluation. Visual and microscopic inspections did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black fiber in a small volume intermate device. The device was reportedly compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.